Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this pacemaker, noise on the right atrial (ra) channel was observed. Troubleshooting was performed with the ra lead, and it was determined that the issue was with the ra port of the device. A different device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed. Visual examination identified a hole in the right atrial (ra) setscrew seal plug. Next, the pacing and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ra channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
This report is being filed to provide product analysis results.